Event description:
A user facility reported to olympus that the image was lost during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to contact failure of the video connector. Additional evaluation findings are as follows: 1.) Video connector appearance defects; 2.) Physical/chemical stress noted on the control unit; 3.) Air/water leakage noted due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the contact failure was due to a foreign object adhering to the video connector and communication between the scope and the processor fails and detection could not be performed. The event can be prevented by following the instruction manual for video connector foreign object adhesion- no image, which states: the electrical contacts of the video connector and its surroundings should be wiped off with dry gauze and connected to the video system center in a sufficiently dry state. Also, make sure that there is no dirt on the electrical contacts before connecting. Use with wet or dirty electrical contacts can cause equipment failure or threaten patient or surgeon safety. Olympus will continue to monitor field performance for this device.